Event description:
It was reported that pump malfunction occurred after pump possibly became wet from body sweat while being worn inside bra. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, malfunction did not recur, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.